Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had a keypad anomaly. The customer¿s blood glucose was 128 mg/dl at the time of incident. Customer stated that the insulin pump buttons were unresponsive. No significant events leading to keypad anomaly were observed. Customer also reported that the insulin pump would not alert when insulin was low. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Device passed the displacement test and self test. No audio anomalies or hardware low level failures error noted during testing. Audio levels changed when adjusted. No hardware low level failures error found in device history file. Audio or vibrate anomaly or absence of alarm not confirmed. No keypad anomalies noted during testing. Keypad unresponsive or button error alarm not confirmed.

Manufacturer narrative:
The pump passed the displacement test and selftest. No audio anomalies or pump error 63 noted during testing. The audio levels changed when adjusted. No pump error 63 found in pump history file. Audio/vibrate anomaly / absence of alarm were not confirmed. No keypad anomalies were noted during testing. Keypad unresponsive / button error alarms were not confirmed.